Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp2683 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that during medication infusion, the PICC catheter ruptures between the butterfly and the catheter body. No other information was provided.